Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal left superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated three times at 12 atmospheres for 60 seconds. However, during the fourth inflation at 12 atmospheres for 120 seconds, the balloon ruptured. The procedure was completed with another coyote balloon catheter. No patient complications were reported.